Event description:
It was reported, the distal locking screw missed posteriorly when it was in the staticky position.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.